Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported it was taking too long to recharge the ins battery. They have to charge the ins 3-4 hours a night and say this was the biggest mistake they ever made by getting the rechargeable battery because of the maintenance. The caller went on to say they try to get good coupling but it was very difficult and if they move in the slightest, they lose the connection (0-2 coupling bars). It is rare for them to get 8 boxes for an entire session. The patient tries to keep the coupling high and even then it takes a couple hours per quarter and it never seems to reach 100% charge. They don't have time to charge 2-3 hours a night. Some nights it only takes 15 minutes to get a good signal, other times it takes "forever" to get it. The caller can't use the charging holster because it doesn't work at all. The holster doesn't hold in place enough and if they move even an 1/8 of an inch it drops bars. The patient didn't want to use adhesive discs. No patient symptoms or further complications were reported as a result of this event.

Event description:
Additional information was received from the rep indicating the patient was still having difficulty recharging their battery. It was taking 3 to 4 hours to get a quarter percent charged. They were spending more time than they should be on recharging. They mentioned a "sweet spot" where they can get 6 to 8 coupling bars but they have trouble maintaining that spot. The rep was to meet with the patient to troubleshoot. No further complications were reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an health care professional (hcp) via a manufacture representative (rep). It was reported the patient had difficulty keeping 8 barsof coupling on his recharger. It was taking him over an hour a day to charge. He was able to get 8 bars in one spot but it was difficult to keep this and most of his charging coupling was at 4 bars. It was stated the implant may be implanted too deep or had shifted in the pocket. This was unknown because the rep had not seen this patient or met with him to help him with his recharging. The rep offered to meet with the patient to troubleshoot his recharging. He cancelled the appointment that the rep made with him and the patient said he would contact the rep if he needed further assistance. The issue was not resolved at the time of the report. No surgical intervention occurred or was planned. The patient was alive without injury. No complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) indicating that the cause of the coupling issue and long recharge time was not determined.